Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 and ps2 power supplies, hardware brackets, passive backplane and rtos and vcsi pcbs were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.